Event description:
It was reported that an occlusion occurred and the pump's alarm sound was not annunciating. Customer¿s blood glucose (bg) level was over 500 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.